Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. (B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query was not performed since the part and lot numbers were not reported. It should be noted that instructions for use guide wire hi-torque guide wires states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was reported that force was applied in the attempt to remove the guide wire, the force applied during removal seemed to be a reasonable clinical response to the reported difficulties. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the anatomy the guide wire became stuck resulting in the difficulty to advance and remove the guide wire. Manipulation and/or inadvertent mishandling of the wire against resistance resulted in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary intervention, during repositioning of the bmw universal ii guide wire, the tip separated from the device. The tip was embedded in the vessel wall with a xience sierra stent. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.